Event description:
It was reported the patient started having intense pain at the ipg site and has worsen after a recent fall. The patient was recommended she contact her surgeon for an appointment and examination of the ipg. Follow-up indicates the patient's ipg was revised on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.